Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user mistakenly accessed the ¿fill tubing¿ option during a meal announcement, which altered the displayed insulin volume from 70 to 162 units. The user paused delivery, disconnected, and was guided through refilling tubing and reconnecting, after which the pump displayed 54 units. The user also reported a low blood glucose (bg) event with a low value of 54 mg/dl, treated with fast-acting carbohydrates. Blood glucose (bg) was corrected with carbohydrates. The user's reported symptom during the event was a feeling fof going to faint. No outside assistance or medical intervention was required.